Manufacturer narrative:
(B)(4). A photograph of the device was available for evaluation. Inspection of the photograph revealed the reported missing luer lock. The cause of this event could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available a supplemental report will be submitted. (B)(4).

Event description:
It was reported that there was a missing luer-lock on a clearlink chemotherapy set. This event was discovered before use of the device. There was no patient involvement reported. Additional information was requested and is not available.